Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.concomitant: dilatation catheter: nc emerge. Stent: resolute integrity.the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the indeflator that comes in the priority pack was successfully used to perform post-dilatation with a traveler balloon dilatation catheter (bdc). A non-abbott stent was deployed using the same indeflator and an attempt was made to perform post-dilatation with a non-abbott bdc. The indeflator was connected to the non-abbott bdc, but the connection was loose and air was noted entering the indeflator. Reconnection was attempted a couple of times, but air kept leaking in. The indeflator was replaced with another device. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. Additional information was requested.

Manufacturer narrative:
(B)(4). Evaluation summary: the results of the returned device analysis were not able to confirm a loose connection. During device testing it was noticed that air was visible in the hose when device was placed on negative pressure. A review of the lot history record revealed no non-conformances issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on an expanded investigation, there is no indication of a product quality issue with respect to manufacturing, design or labeling. The performance of these devices will continue to be monitored.

Event description:
Additional information indicates the device was not used and there was no patient involvement.